Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 31-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the implantable neurostimulator (ins) and lead were completely removed due to the suspicion of an infection. The patient was administered antibiotics, their hospitalization was prolonged, and the patient was placed under monitoring as a result of the issue. The patient was stated to be alive with injury at the time of report; however, the issue was resolved at the time of report. It was unknown whether any environmental or external factors had led or contributed to the issue. It was noted the patient¿s indication for device use was failed back surgery syndrome (fbss) and lumbar spine postoperative pain. There were no further complications reported or anticipated.